Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys hcg + beta test system on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The first sample initially resulted in an hcg value of 6.52 miu/ml accompanied by a data flag. The sample was repeated twice, resulting in values of 0.448 miu/ml and 10.32 miu/ml accompanied by a data flag. The sample was also repeated on a different analyzer, resulting in a value of < 0.1 miu/ml. The < 0.1 miu/ml value was reported outside of the laboratory. The second sample initially resulted in an hcg value of 0.311 miu/ml. The sample was repeated twice, resulting in values of 4.00 miu/ml accompanied by a data flag and 1.05 miu/ml accompanied by a data flag. The sample was also repeated on a different analyzer, resulting in a value of < 0.1 miu/ml. The < 0.1 miu/ml value was reported outside of the laboratory. The hcg reagent lot number was 551036. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The mixer was found to be crooked, causing bubbles to be generated in the reagents.

Manufacturer narrative:
Based on data provided from the analyzer, the measuring cell of the analyzer was determined to be overdue to be changed. The investigation could not identify a product problem.